Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient's husband contacted stryker corporate to find out if his wife's hip implant is on recall implanted (B)(6) 2009, and dislocated (B)(6) 2009, had to have the hip popped back in. Revised on (B)(6) 2010, as she kept on feeling pain and instability. They put in a larger head and lengthened the leg."